Manufacturer narrative:
One medfusion pump was received with the top case chipped on the front corner. The event history log was reviewed and there was a supercap post error. The power up process was conducted and a supercap post error was found at power up. The black low profile supercap on the main board did not operate as intended. The main board was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited "supercap error". No adverse effects were reported.